Event description:
During lap chole-the seals from 3-11mm trocars were malfunctioning & caused leakage of gas making it difficult to do case-the seals appeared to be shredded when the rt. Angle dissector was used.